Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil protrusion into the parent artery occurred. An attempt was made to remove the coil, when it unintentionally separated from the pusher. The coil was partially observed inside the sac and the posterior portion reaches the internal carotid artery. The patient was undergoing embolization treatment for a small unruptured saccular aneurysm located in anterior communicating artery, measuring 7mmx6mm. There were no patient symptoms or complications associated with this event. The vessel was normal in tortuous. The patient¿s blood flow was normal. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated per the IFU. There was no friction or difficulty during the delivery. The pushwire was discarded. The physician did not reposition the coil. A continuous flush was not used during the procedure.